Event description:
It was reported that this right atrial (ra) lead showed impedance measurements of 3000 ohms, occasionally returning to normal range with capture still occurring. This was due to a lead fracture, which was first noted approximately one year ago. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the lead fracture was not confirmed by imaging before explant but was suspected due to impedance measurements. The cardiothoracic surgeon likely saw a lead anomaly near the suture sleeve during extraction.

Event description:
It was reported that this right atrial (ra) lead showed impedance measurements of 3000 ohms, occasionally returning to normal range with capture still occurring. This was due to a lead fracture, which was first noted approximately one year ago. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the lead fracture was not confirmed by imaging before explant but was suspected due to impedance measurements. The cardiothoracic surgeon likely saw a lead anomaly near the suture sleeve during extraction.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection confirmed that three separate segments were returned, severed approximately 85 millimeters (mm) from the terminal end. Damage was induced during explant, with coils and insulation visibly cut using a tool across all three segments. The outer coil exhibited slight deformation of the etfe insulation, and the inner insulation was torn through. The helix was extended and there were dried body fluid and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 315 millimeters (mm) from the tip end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle or first rib damage. Analysis concluded that the clinical observations of pacing impedance high out of range were likely caused by the confirmed fracture.